Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 7074300.

Event description:
It was reported that the patient was hospitalized and developed methicillin resistant staphylococcus aureus infection. The physician believed that the infection was not device related. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were not returned to bsn due to hospital policy.